Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that the insulin pump had a failed battery alarm. The insulin pump also showed replace battery now alarm and the pump had no damage in its case. The blood glucose of the customer was 9.8 mmol/l at the time of incident. The failed battery alarm reoccurred after inserting new battery. Troubleshooting was performed. The product will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement, and displacement test. Pump received with normal operating currents, no failed battery test alarms noted during testing. Insulin pump also received with faded serial number label. (B)(4).